Event description:
Customer stated they had a c discrepancy. Donor sample typed c+ by hea beadchip and c- by serology. Another vendor ( innotrain ssp) also typed c+.

Manufacturer narrative:
(B)(6) 2014 - dna sample received at reference lab. (B)(6) 2014 - our reference lab performed testing by rhce beadchip, which yielded inconclusive results. Sample is being sent by the reference lab to our (B)(4) location, upon receipt the sample will be sent out for sequencing. Until sequencing results are obtained no final determination can be made regarding whether the hea beadchip was correct or incorrect. Once the analysis is completed a follow-up report will be sent within 30 calendar days after the initial MDR report. (B)(6) 2015 - sequencing did not uncover any known variants that could explain the discrepancy between serological results and the hea beadchip results. All sequencing results obtained were consistent with results reported by hea beadchips (B)(4).